Event description:
User facility contacted baxter in 2003 to report one incident of an anaphylactic reaction to the ca-hp 210 dialyzer in use. Baxter forwarded this complaint to medisystems as manufacturer of the blood line that was a concomitant product during treatment. The pt experienced an anaphylactic reaction three minutes into hemodialysis treatment. Symptoms include dizziness, vomiting, difficulty breathing, fainting, and hives. Pt was administered oxygen and benadryl 25mg ivp. Symptoms resolved and pt was admitted to ICU. Facility medical director believes this incident was a reaction to renalin in the re-use dialyzer. Pt's symptoms are consistent with renalin reaction but this could not be confirmed as the system tested negative prior to pt put-on and no alarm states were present on the machine. The pt is now using single use dialyzers and no further reactions are reported. This MDR is filed only for the medisystems blood tubing set as a concomitant product during treatment. There is no evidence that the bloodline in use caused or contributed in any way to this event.